Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 one 3.5x33 mm xience prime stent was implanted in the 100% stenosis in the proximal left anterior descending (plad) coronary artery. The patient had unstable angina on (B)(6) 2017 and was admitted to the hospital on (B)(6) 2017. Diagnostic coronary angiogram found a 95% stenosis in the plad. The lad was stented with two xience xpedition stents, sizes 3.5x38 and 4.0x15 mm, in the mid and proximal segments respectively. The non-study vessel, right coronary artery was also stented with a 3.5x22 mm non-abbott stent. The condition resolved on (B)(6) 2017. The patient was discharged home on (B)(6) 2017. There was no additional information provided.